Manufacturer narrative:
Product complaint (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 photo analysis:this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a needle/suture combination dispensed, the suture shows apparent damage to the end. A clear analysis could not be performed as the photo becomes distorted when magnified. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2024 and suture was used. During the procedure, when medical staff were preparing to use the suture, it broke when they opened it and extracted it. The medical staff immediately replaced it and reported it to the hospital's instrument department. The instrument department personnel arrived for inspection, but due to improper storage by the personnel during the surgery, only the complete suture was preserved, and the broken suture was not retained. The instrument department personnel used a ruler to measure and store the suture as 70cm, which should be 90cm normally. After confirming that the suture was broken and verifying the record, it was scrapped on the spot. No adverse patient consequences were reported. Additional information was requested.